Manufacturer narrative:
This event was determined to be supplemental information and the investigation results will be captured under MFR #: 2916596-2024-05757.

Event description:
It was reported that the patient was admitted after pump implantation and had frequent asymptomatic low flow alarms. The cause of low flow alarms was not identified. The patient's hematocrit setting on the pump was decreased which resolved the alarms. There was no bleeding, and no treatment was needed. The event log files captured scattered low flow alarms with high pulsatility index (pi) and with momentary low flow estimates on 16apr2024 from 7:32 to 12:22. The patient was discharged on (B)(6) 2024 and a right heart catheterization was planned for the next week. The event log files captured several low flow events with elevated pi on 19apr2024 from 7:29 to 8:17 and again between 19:26 to 19:29 with flow as low as 2.2 liters per minute (lpm). A low flow adjustment was requested for right ventricular failure but not performed. The low flow alarms resolved. The pump and its periphery operated as intended. The patient was otherwise stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and unique device identification (UDI). Correction to section g3: the initial report was submitted with an aware date of 01may2024. The correct aware date is 30apr2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.